Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to aseptic loosening of the tibial baseplate. The patient's ps knee was converted to a ts knee (patellar component was retained). Rep confirmed that no further information will be released by the hospital or surgeon.